Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(4) 2011, inratio: 5.8, lab: 2.8. Pt tested last week and got a 'lo' message, tested again (B)(4) 2011 and received same 'lo' message. She has been on coumadin for the last 16 years. Nothing has changed other than her starting flexeril this week for her muscle spasms. Sometimes she was difficulty getting blood. Sometimes pricks the same finger, uses first drop, milks finger. On (B)(4) 2011, customer called back and tested on her son who is not on coumadin and got a 1.3 inr. On (B)(4) 2011, customer called back to report she is in her therapeutic range inr = 3.0.